Event description:
Customer reported that a false measurement took place with human chorionic gonadotropin (hcg) assay. A sample measured 16.70 uu/ml and remeasurement recovered 6735 uu/ml and 77.58 uu/ml. This may have been due to "lld" detection function which does not perform correctly around sample dead volume.